Manufacturer narrative:
(B)(4).

Event description:
The pt developed meningitis and experienced cognitive changes. He was hospitalized and the device system was explanted. Oral and IV antibiotics were administered. He partially improved when last seen in early (B)(6) 2011. The device will not be returned to the manufacturer. The infectious disease specialist took over, so it was unk if the infection resolved.